Event description:
It was reported that a patient presented with loss of bluetooth low energy telemetry noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.

Event description:
New information received notes that another instance of loss of bluetooth telemetry was noted. No intervention or adverse patient consequences were reported.